Manufacturer narrative:
The investigation into the product damage (guidewire damage - great vessel) issue has been completed. The device was not returned for investigation. The root cause of the guidewire damage issue was not determined since product was not returned for investigation and the clinical information provided is inconclusive.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 69-year-old male undergoing cardiac surgery was implanted with an impella cp device for mechanical circulatory support. The staff stated that the wire was removed prior to starting impella. The impella .018 wire was frayed upon removal from the impella catheter but was not noticed until after the impella was turned on. Shortly after impella was started, the staff member noticed the wire was frayed and the decision was made to turn the p level to p0 and remove the device as a precaution. A new impella pump was then successfully inserted over a new .018 wire. There was no patient harm related to this event.